Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and scratched lcd window. The device had normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. It was explained that the customer received a weak battery alert and after changing the battery, the insulin pump alarmed battery out limit which could not be cleared. Customer's blood glucose value was 415 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.